Event description:
It was reported that during a coronary stent procedure the physician noted one of the stent struts was bent in an upward position. The physician elected to use the device inspite of the noted anomaly. The device would not track properly and was removed without incident. No pt injury or complication occurred.